Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor is taking too long to come up. During troubleshooting, the fse found that issue with the ip-pc, ip-pc disk2 fail. Fse, philips didn¿t replace any part, customer resolved the issue by replacing ip-pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flex vision monitor was taking too long to come up and not displaying an image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.